Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler and white reloads were analyzed and found the white reload was returned in damaged condition. The accessory reloads had a broken/damage cartridge at the tail of the reload. The missing/broken part was not return with the reload approximately 8.84mm x 2.98mm in size. Initial findings were confirmed. As the reload was returned with a missing tail and switch component, replication of reload recognition or seating issues could not be attempted. The reload was unused and unfired. The second white reload was returned was returned in damaged condition. The accessory reloads had a bent switch at the proximal end. As a result, the reload was unable to test or seat on an in-house instrument. Additionally, the accessory reload was found to have a cartridge damage. A small cracking at the proximal end of the cartridge near the switch was observed. The accessory reload was found to have missing staples. Visual inspection showed ten staples missing from the cartridge. Initial findings were confirmed. As the reload was returned with a bent switch and damage to the tail, replication of reload recognition or seating issues could not be attempted. The sureform stapler instrument was found to have a lockout mechanism broken. The instrument was received with a white reload installed on the jaws. Removed the returned white reload and the lock out mechanism and a spring fell off from the jaws. Installed an in-house white reload with no issue, however, the instrument failed, generating error code 282 instrument failure. Do not reuse. Dsp logs showed lockout detected fault. During in-house testing, the rfid editor was used and found the instrument was force expired. Re-issued not expire on the instrument. Installed an in-house reload after the rfid editor process onto the instrument then installed on the in-house system - with no issue. The jaws opened and closed properly. The instrument was installed on the in-house system with white and gray reload with no issue. Successfully firing both reloads. No fragment/s was observed. Additionally, the instrument was found to have failed recognition during in-house testing. The instrument was installed on an in-house system with an in-house reload installed and generated error code 282 instrument failure. Do not reuse. Dsp logs showed lockout detect. The complaint regarding the robot did not recognize the staple reload was confirmed by failure analysis. The probable root cause of damage to the reload tail is attributed to conditions during use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the robot did not recognize the staple reload of the sureform stapler instrument. It was noted that when attempting to fire after selecting a staple load, the stapler would not initialize the stapling process. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler was analyzed and initial findings were partially confirmed. The procedure logs were reviewed and confirmed that the lockout mechanism was detected on the first install of the procedure using one of the white reloads returned with the instrument. The likely cause of the lockout detection is related to the break of the cartridge tail that was noted in failure analysis of the reload. The user likely forced the reload to be seated within the channel, damaging the lockout cover in the process. The damage to the lockout cover was confirmed. The lockout cover was found to be indented, likely where the switch component of the reload was forced down onto during seating. Although the lockout cover was contained at this point, it is possible the damage to the cover allowed the lockout to pivot upwards within the channel, and towards the anvil. The instrument was likely removed at this point and the second white reload was installed. As the lockout was likely out of position for the 2nd reload install, the driver was able to pass underneath the lockout mechanism during initialization, resulting in a the stapler initializing but not identifying the reload color. After initialization of the instrument, the color was manually selected and the clamp was initiated. During the firing, the I-beam jammed into the lockout, breaking the lockout cover off of the channel and allowing the lockout mechanism to move into the driver path. As the position of the lockout mechanism was early on in the firing trajectory, the system halted the firing from continuing and force expired the instrument. The probable root cause of broken lockout mechanism, damage to the lockout cover, displacement of the lockout mechanism, and associated functional failures are consistent with improper use of the installation tool and forced reload seating and are therefore attributed to conditions during use.

Event description:
Refer to h11 for follow-up information.